Manufacturer narrative:
All button functioned properly. However, damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and a missing end cap sticker. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported a button error alarm after being exposed to the rain. The blood glucose reading was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.